Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no product catalog number and the lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had foley catheter placed by emergency department on (B)(6) 2025 in 1835 shortly after admission by nurse. It was reported that the nurse did test balloon prior to insertion and did not observe any leaks. On (B)(6) 2025 around 0130 the patient reported feeling like they needed to pee. The nurse was checking the tubing for kinks and started at the bag moving up and as nurse was checking the tubing the catheter came out of the patient. The balloon was observed to be deflated have a slit in it by nurse troubleshooting, also unable to obtain product packaging from first foley insertion. A second foley catheter was inserted on (B)(6) 2025 at the patient by nurse troubleshooting, the troubleshooting reported the balloon was tested prior to insertion and no leaking observed. They did have a little trouble removing the saline from the test and needed to push the syringe firmly into the port to remove the fluid. Foley was inserted and balloon was inflated. On (B)(6) 2025 at 0630 the patient again reported the need to void, and the nurse was checking the foley tubing and the second catheter slid out. There was no observable defect in the balloon at that time. Both catheters were collected and placed in biohazard bag to return to central stores. The second catheter product packaging was available to retrieve from the room trash and was placed in the biohazard bag as well so product information could be obtained.

Event description:
It was reported that patient had foley catheter placed by emergency department on (B)(6) 2025 in 1835 shortly after admission by nurse. It was reported that the nurse did test balloon prior to insertion and did not observe any leaks. On (B)(6) 2025 around 0130 the patient reported feeling like they needed to pee. The nurse was checking the tubing for kinks and started at the bag moving up and as nurse was checking the tubing the catheter came out of the patient. The balloon was observed to be deflated have a slit in it by nurse troubleshooting, also unable to obtain product packaging from first foley insertion. A second foley catheter was inserted on (B)(6) 2025 at the patient by nurse troubleshooting, the troubleshooting reported the balloon was tested prior to insertion and no leaking observed. They did have a little trouble removing the saline from the test and needed to push the syringe firmly into the port to remove the fluid. Foley was inserted and balloon was inflated. On (B)(6) 2025 at 0630 the patient again reported the need to void, and the nurse was checking the foley tubing and the second catheter slid out. There was no observable defect in the balloon at that time. Both catheters were collected and placed in biohazard bag to return to central stores. The second catheter product packaging was available to retrieve from the room trash and was placed in the biohazard bag as well so product information could be obtained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.